Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported pump does not delivering insulin correctly. Caller stated she noticed the issue due to elevated blood glucose level over 300 mg/dl; was able to self-treat. Caller alleges the pump is not delivering correct the insulin. No adverse event reported. Requested return of the alleged pump for evaluation.